Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right and left fallopian tubes both have metallic essure device wires embedded in the proximal portion of the tubes near the cornu') in a 39-year-old female patient who had essure (batch no. 641434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension in 2005, neck pain, thyroid disorder, headache, myalgia, stiff neck, tenderness, cervical syndrome, chronic lumbago, diarrhea, constipation, myofascial pain syndrome, allergic rhinitis, hyperlipidemia, plantar fasciitis, arthroscopy, cervical discectomy and benign neoplasm of cervix uteri. Previously administered products included for prevent pregnancy: depo provera from 1992 to (B)(6) 2010; for vaginal bleeding: estradiol. Concurrent conditions included muscle spasm, weight abnormal, joint pain, obesity, foot pain, tendon pain, tenosynovitis, pain, pain ankle, tendonitis, bloating, tinnitus, nausea, dizziness, ear pain, cholecystectomy, lymphadenopathy, uterine fibroids, knee ligament repair, adenomyosis, benign fallopian tube neoplasm, abdominal discomfort and arthralgia. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2009 to (B)(6) 2010 for birth control, lisinopril since 2006 for hypertension, levothyroxine since (B)(6) 2010 for thyroid disorder as well as nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (s/p laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, depression, anxiety, weight increased and fatigue outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, embedded device, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2013, (B)(6) 2016 right: 3 coils left: 4coils. Plaintiff received treatment for pelvic pain,abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded total bilateral occlusion. Pregnancy test - on (B)(6) 2009: negative; on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- pelvic pain concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received. Lab data added. Events ; fatigue, weight gain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right and left fallopian tubes both have metallic essure device wires embedded in the proximal portion of the tubes near the cornu') in a 39-year-old female patient who had essure (batch no. 641434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension in 2005, neck pain, thyroid disorder, headache, myalgia, stiff neck, tenderness, cervical syndrome, chronic lumbago, diarrhea, constipation, myofascial pain syndrome, allergic rhinitis, hyperlipidemia, plantar fasciitis, arthroscopy, cervical discectomy and benign neoplasm of cervix uteri. Previously administered products included for prevent pregnancy: depo provera from 1992 to february 2010; for vaginal bleeding: estradiol. Concurrent conditions included muscle spasm, weight abnormal, joint pain, obesity, foot pain, tendon pain, tenosynovitis, pain, pain ankle, tendonitis, bloating, tinnitus, nausea, dizziness, ear pain, cholecystectomy, lymphadenopathy, uterine fibroids, knee ligament repair, adenomyosis, benign fallopian tube neoplasm, abdominal discomfort and arthralgia. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2009 to february 2010 for birth control, lisinopril since 2006 for hypertension, levothyroxine since (B)(6) 2010 for thyroid disorder as well as nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In december 2009, the patient experienced pelvic pain ("physical pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). The patient was treated with surgery (s/p laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2013, (B)(6) 2016 right: 3 coils left: 4coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Pregnancy test - on (B)(6) 2009: negative; on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- pelvic pain concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right and left fallopian tubes both have metallic essure device wires embedded in the proximal portion of the tubes near the cornu') in a 39-year-old female patient who had essure (batch no. 641434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension in 2005, neck pain, thyroid disorder, headache, myalgia, stiff neck, tenderness, cervical syndrome, chronic lumbago, diarrhea, constipation, myofascial pain syndrome, allergic rhinitis, hyperlipidemia, plantar fasciitis, arthroscopy, cervical discectomy and benign neoplasm of cervix uteri. Previously administered products included for prevent pregnancy: depo provera from 1992 to february 2010; for vaginal bleeding: estradiol. Concurrent conditions included muscle spasm, weight abnormal, joint pain, obesity, foot pain, tendon pain, tenosynovitis, pain, pain ankle, tendonitis, bloating, tinnitus, nausea, dizziness, ear pain, cholecystectomy, lymphadenopathy, uterine fibroids, knee ligament repair, adenomyosis, benign fallopian tube neoplasm, abdominal discomfort and arthralgia. Concomitant products included medroxyprogesterone acetate (depo provera)25-aug-2009 to february 2010 for birth control, lisinopril since 2006 for hypertension, levothyroxine since (B)(6) 2010 for thyroid disorder as well as nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since 16-nov-2009. On (B)(6) 2009, the patient had essure inserted. In december 2009, the patient experienced pelvic pain ("physical pain"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (s/p laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy noted: jul-2013, (B)(6) 2016 right: 3 coils left: 4coils plaintiff received treatment for pelvic pain,abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Pregnancy test - on (B)(6) 2009: negative; on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- pelvic pain concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporters information updated. Event verbatim were updated:psychological or psychiatric problems condition: depression/psych injury .new event: abdominal pain were added. Event outcome were update to recovered :pelvic pain ,abdominal pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right and left fallopian tubes both have metallic essure device wires embedded in the proximal portion of the tubes near the cornu') in a (B)(6) year-old female patient who had essure (batch no. 641434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension in 2005, neck pain, thyroid disorder, headache, myalgia, stiff neck, tenderness, cervical syndrome, chronic lumbago, diarrhea, constipation, myofascial pain syndrome, allergic rhinitis, hyperlipidemia, plantar fasciitis, arthroscopy, cervical discectomy and benign cervix uteri neoplasm nos. Previously administered products included for prevent pregnancy: depo provera from 1992 to (B)(6) 2010; for vaginal bleeding: estradiol. Concurrent conditions included muscle spasm, weight abnormal, joint pain, obesity, foot pain, tendon pain, tenosynovitis, pain, pain ankle, tendonitis, bloating, tinnitus, nausea, dizziness, ear pain, cholecystectomy, lymphadenopathy, uterine fibroids, knee ligament repair, adenomyosis, benign fallopian tube neoplasm, abdominal discomfort and arthralgia. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2009 to (B)(6) 2010 for birth control, lisinopril since 2006 for hypertension, levothyroxine since (B)(6) 2010 for thyroid disorder as well as nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). The patient was treated with surgery (s/p laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2013, (B)(6) 2016; right: 3 coils left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Pregnancy test - on (B)(6) 2009: negative; on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- pelvic pain concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs and mr was received - new events: ¿abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, the right and left fallopian tubes both have metallic essure device wires embedded in the proximal portion of the tubes near the cornu¿, concomitant drugs, medical history, historical drug, lot number and lab data were added. Reporter information , insertion date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.